Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely calcified and mildly tortuous superficial femoral artery (sfa). A 3.0mmx20mmx143cm nc quantum apex¿ balloon catheter was selected to predilate the lesion. On the first inflation, the pressure was increased up to the nominal pressure level and on the second inflation the balloon ruptured at 20 atmospheres. The device was exchanged using a 2.5mm coyote nc to perform pre-dilatation. The procedure was completed with a different device. No patient complications were reported and the patients' status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).